Event description:
The customer reported via phone call that they had a low blood glucose event. Customer reported their blood glucose declined to 37 mg/dl. Customer declined to troubleshoot for their low blood glucose. The customer attributed the low to a change of insulin. The customer was able to raise their blood glucose to 57 mg/dl during the incident. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.